Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 255-202-2. There was no patient involvement.

Event description:
It was reported that the device had error code 255-202-2. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a0721 annex b: b01 annex c: c0201 annex d: d02 annex g: g02005 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 255-202-2 (800.8000) was confirmed in the error log which is a soft fault error. On 29-oct-2924, pcu device was received unboxed and with paperwork. External inspection revealed no physical damage, cosmetic damage or labeling damage. Error code 255-202-2 (800.8000) was confirmed in the downloaded logs due to a faulty logic board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace faulty logic board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.